Manufacturer narrative:
All available information was investigated and the reported clip open while locked and expulsion could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported expulsion appears to be related to the clip open while locked. The reported clip open while locked appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The reported unexpected medical intervention, removal of foreign body in patient, and delay to treatment/therapy were results of case specific circumstances. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image was provided of the reported device. In the image, the cds can be visualized with the clip clearly attached to the l-lock shaft of the delivery catheter (dc), which is slightly advanced with a noted gap between the dc radiopaque tip ring and steerable sleeve tip. The clip arm angle is approximately 80° - 85° (slightly less than 90°); this is an approximation based on visual assessment and cannot be confirmed. Based on the extension of the dc shaft and clip arm angle, it can be deduced the image was taken during grasping or deployment maneuvers, which occur below the valve; however, it is unclear at which stage during the grasping/deployment sequence the image was taken. Due to the poor quality of the image (zoomed out and blurry) details of the distal cds and clip components cannot be assessed. Based on the image provided, no device abnormalities are observed and any potential issues cannot be identified.¿ (pit-002312). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked and complete clip detachment requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with a restricted posterior leaflet. The clip was advanced to the mitral valve with no reported issue. Mr was reduced to trace after the first grasp. During clip deployment, after the release pin was removed, the clip began to open. The clip opened when the arm positioner was rotated to expose the pin groove and the mr increased. The actuator knob was rotated approximately five turns, the clip opened with every turn and became fully inverted. The clip then opened completely and detached from both leaflets. At that point, the clip was removed through the septum with a snare. Mr remained at grade 3. No additional information was provided.